Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient also was experiencing pain at the lead site. The physician removed a granuloma from the midline incision, prescribed antibiotics to the patient, and flushed the pocket site.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient also was experiencing pain at the lead site. The physician removed a granuloma from the midline incision, prescribed antibiotics to the patient, and flushed the pocket site.